Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side deformity, hardening, pain and capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 05/09/2024.

Event description:
Healthcare professional reported right side deformity, hardening, pain and contracture IV. Device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted, no observations. As the event is physiological in nature.

Event description:
Healthcare professional reported, right side deformity, hardening, pain. And capsular contracture, baker grade IV. The device has been explanted.